Event description:
On (B)(6) 2015 nsk america corp was made aware that a pt may have been burned by a nsk electric dental handpiece. The handpiece ((B)(6)) was received at nsk america on (B)(6) 2015 and returned to the MFR for further investigation on (B)(6) 2015. A letter requesting additional info and details of the incident was sent to the dentist on (B)(6) 2015. The response to the letter was received on (B)(6) 2015 with the following info. While performing crown #2, the dentist visually saw the burn on the pt's inside cheek and felt the handpiece getting hot in his hand. The dentist described the burn as "mucosa on inside right cheek about the size of a nickel with another smaller lesion closer to the edge of the lip. This burn caused sloughing of the tissue. The pt was under local anesthesia with lidocane. The dentist was not aware of any abnormality or malfunction observed prior to observing the injury. Vitamin e was placed on the injured area. There has been follow up with the pt by the dentist and the injury is healing normally. Ref MFR report #: 9611253-2015-00009.